Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous right coronary artery. The physician advanced the 12mm x 3.5mm quantum maverick balloon catheter across the lesion. The balloon was inflated once to 20 atms, however, during the second inflation to 20 atms the balloon ruptured. No further lesion dilation was required and the procedure was ended. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous right coronary artery. The physician advanced the 12mm x 3.5mm quantum maverick balloon catheter across the lesion. The balloon was inflated once to 20 atms, however, during the second inflation to 20 atms the balloon ruptured. No further lesion dilation was required and the procedure was ended. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received with a stopcock attached. Visual inspection revealed that blood and contrast were present in the shaft and balloon. A microscopic examination revealed a 4.5mm longitudinal tear distal to the proximal markerband. Distal tip damage was also noted. The remainder of the device was examined and no other damage or irregularities were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).